Event description:
As reported on (B)(6) 2013, a patient of unknown age and gender presented for a drainage catheter placement. The procedure was successfully completed with no reports of complications or device malfunctions. Post procedure, the patient complained of pain. During patient assessment, it was noted the tip of the drainage catheter had fractured off inside of the patient. The fractured piece was successfully removed. The drainage catheter was removed and replaced with a new of the same device. There was no report of permanent harm or injury to the patient due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. It was reported the patient suffered no permanent harm or injury due to this event. (B)(4).